Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. Prior to procedure, it was noted that the left ventricular lead was previously dislodged and programmed off. The lead was explanted and replaced with no complications. The patient was in stable condition.